Event description:
It was reported that during dft testing after external defibrillation, possible high voltage lead issue message was displayed on the programmer. Another dft was performed during which device failed to convert at 25j and 36j. External defibrillation was applied and device lost telemetry before entering into backup vvi mode with no defibrillation support. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported output anomaly was confirmed in the laboratory. An arc mark was observed on the ICD can. Further evaluation of the arc mark indicated the presence of lead material. The arcing damaged the high voltage output circuit of the device.